Event description:
The user hit side of his head with implant very hard and afterwards the device was no longer functioning. The re-implantation surgery was succesful.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the area of the coil section. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user hit side of his head with implant very hard and afterwards the device was no longer functioning.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.